Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call displayable history crc check failure alarm on the insulin pump. Customer states that a temporary basal was not programmed before the alarm. Troubleshooting for the alarm was performed. Customer advised the alarm occurred during normal use. Customer's alarm history showed an unexpected restart as well. Customer's insulin pump had multiple occurrences of the displayable history crc check failure. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump passed the error test. No error alarms were noted. Unable to verify the error alarm in the alarm history due to an over written history file with alarms due to a corrupted history file. The pump was downloaded properly to the care link software. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.